Event description:
A malfunction alarm was reported, indicated by malfunction code malf 0. No adverse impact occurred on the customer¿s blood glucose level, as readings did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, which resolved the issue.